Manufacturer narrative:
Initial and final MDR 1938196 - device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced two crimped cannula events on (B)(6) 2024. The event occurred within three hours of insertion. The infusion set was inserted at thigh. Blood glucose level reported during the event was 23 mmol/l. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.